Event description:
It was reported that the patient's electrodes were out of range. It was stated that the electrodes had high impedances, >20,000 ohms. It was added that the patient was unable to recharge their device. It was noted that the patient's issues were resolved without sequelae. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 3708220 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 37082-20 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3487a-56 lot# v104285, implanted: 2008 (B)(6), product type lead product ID: 3487a-56 lot# v096185, implanted: 2008 (B)(6), product type lead product ID: 3487a-56 lot# v104285, implanted: 2008 (B)(6), product type lead product ID: 3487a-56 lot# v089527, implanted: 2008 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).